Manufacturer narrative:
The fse went to the emergency room where surgical intervention was required on the fse's finger. The fse was released from the hospital.

Event description:
While completing a union replacement on a tomotherapy system, the field service engineer placed his hand near the gantry pinion. The fse's glove was caught in the pinion and a small slice of his finger was lost.